Event description:
Customer states the battery was not recognized by the device. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.